Event description:
During servicing of this defibrillator for a different symptom, the philips repair technician noted that there was a broken pi on the battery pca. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.